Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd introsyte-n¿ 26 ga (1.9f) experienced a sheath that did not split as intended, and device damage while still considered operable. The following information was provided by the initial reporter: during the installation of an epicutaneo-caval catheter, the introducer, when the catheter is in place, did not come apart in two by the wings as it is normally designed. Clinical consequences: the treatment was prolonged by 20 minutes, the time to repair the pierced catheter. Conservative measures and actions taken: intervention of the doctor with forceps and scissors to remove the introducer which pierced the freshly placed catheter and caused a leak on this one.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd introsyte-n¿ 26 ga (1.9f) experienced a sheath that did not split as intended, and device damage while still considered operable. The following information was provided by the initial reporter: during the installation of an epicutaneo-caval catheter, the introducer, when the catheter is in place, did not come apart in two by the wings as it is normally designed. Clinical consequences: the treatment was prolonged by 20 minutes, the time to repair the pierced catheter. Conservative measures and actions taken: intervention of the doctor with forceps and scissors to remove the introducer which pierced the freshly placed catheter and caused a leak on this one.